Manufacturer narrative:
(B)(4) follow up. It was reported that foreign staining was present on the surface of the products. To support the investigation, two photographs were provided for review by the quality team. The images depict a dark colored speck that appears to be embedded, and no additional defects or irregularities were observed. Embedded degraded resin in this type of component typically occurs at start up or intermittently during the injection molding process. In some instances, degraded resin may detach and become incorporated into molded components. A device history record review was performed for material number 301031, lot 5247135. The review did not identify any quality issues during manufacture of the lot that would have contributed to the reported condition. No related quality notifications were identified, and all manufacturing processes and final inspections met applicable specification requirements. Based on the investigation and sample assessment, the condition reported by the customer is confirmed.

Event description:
It is reported, discrepancies were identified regarding the presence of foreign stains on the surface of the products. These contaminants were detected visually and were located on various parts of the syringes. Additional information: regarding the foreign stains, they were identified both inside and outside of the syringes.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.